Manufacturer narrative:
On december 29, 2025, mentor completed a reevaluation of the device as the authorization form for examination was received. Updated device evaluation: mentor conducted leak testing and microscopic examination of the device. Leak testing was performed, in accordance with mentor procedures, and it identified a tear on the dipcoat of the patch. The air could have entered into the device through the tear and moved to where the bubbles were found. In addition, no other areas of gel exposure were found. Microscopic examination was performed, and the cause of the rent could not be identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left implant using magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 12, 2025, the mentor analysis lab received the suspect medical device for evaluation. On november 30, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned device revealed that the breast implant was found to have some bubbles within the gel. Leak testing was performed, in accordance with mentor procedures, and it identified a tear on the posterior view, on the patch, measuring approximately less than 0.1 cm. In addition, no other areas of gel exposure were detected during the analysis. As the authorization form for examination was not received, the product evaluation lab could not reach a conclusion regarding the specific nature of the ruptures. The evaluation was limited to non-destructive testing. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 05, 2025, mentor was notified that the patient was scheduled for implant exchange on (B)(6) 2025. Date of explantation: (B)(6) 2025. On (B)(6) 2025, mentor became aware that the patient underwent bilateral exchange with mentor gel implants during the surgery. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).